Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: we¿ve been having issues with leaking and alaris tubing coming apart. Additional information received from the customer: what medication was being administered and leaked. Was this a chemotherapy drug? IV fluids, no medication describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination shows that the lower pumping segment separated from the infusion set tubing. The customer complaint of separation was confirmed. Leakage was not confirmed, as it was a cascading event of the separation issue. The investigation was forwarded to manufacturing for root cause analysis. After the investigation at the manufacturing site, it was determined that the probable root cause issues with the solvent dispenser or the solvent not applied correctly by the assembler. A quality alert will be created and communicated to the production personnel to reinforce the correct use of fixtures and the solvent dispenser. Additionally, a work order was generated to review the solvent dispenser used to assemble the reported engagement. A device history record review for model 2420-0007 lot number 25065535 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.